Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience prime everolimus eluting coronary stent system instructions for use.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the mid left anterior descending artery with moderate tortuosity and heavy calcification. The 2.5 x 18 mm xience prime stent delivery system (sds) was advanced. Some resistance was noted with the anatomy, but the stent was successfully implanted. Post-deployment, a proximal edge dissection was observed, and was treated with an additional 2.75 x 12 mm xience prime stent. The procedure ended successfully. There was no clinically significant delay in the procedure. No additional information was provided.